Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose. Blood glucose level was 443 mg/dl. Customer reported change sensor alarm and sensor updating or sensor glucose value not found error alarm. Customer treated their blood glucose level with bolus from the insulin pump. Customer declined to troubleshooting. No further details given. It was unknown if the user was using auto mode. Insulin pump will not be returned for analysis.